Manufacturer narrative:
This medwatch is for the suspect device used in compact plus system #1. Please see medwatch for suspect device in compact plus system #2.

Event description:
Customer's husband reports back to back testing on the same meter using different drums while using the compact plus system with results of 472mg/dl on the old drum (system #1) and 169mg/dl on the new drum (system # 2). No qual controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.